Event description:
On (B)(6) 2013, the patient¿s healthcare provider/reporter contacted animas on behalf of the patient to report that the patient¿s blood glucose was elevated to 599 mg/dl after the animas pump had a power issue. The patient reportedly could not power the animas pump on because the battery cap was stripped. At the time of concern, the patient was in the doctor¿s office and was having symptoms of extreme thirst and perspiration. She was always tired and had blurred vision. The patient administered self treatment with 20 units of bolus insulin and her blood glucose was corrected to 534 mg/dl. The patient was advised to go to her backup plan. The damaged battery cap was replaced. The reported issue was resolved with training. This complaint is being reported because the patient had elevated blood glucose above 500 mg/dl after the animas pump has a power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.